Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Sales representative reported left side capsular contracture, baker grade iii contractions, had radiation and the tissue around the implant is very tight and causing discomfort with the implant, it¿s not the implant itself". Device has been explanted and replaced.

Event description:
Patient reported "had implants put in, had radiation and the tissue around the implant is very tight and causing discomfort with the implant, it¿s not the implant itself.. Later, physician reported "suspension of capsular contracture, grade 3. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Crease flat observed in the device. No further actions are required as the device was implanted.